Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The complaint event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. The customer reported that there was unspecified liquid/infusate in the drip chamber but not in the tubing. Additionally, one half of the cassette had liquid while the other half did not. There was no patient harm.